Event description:
During troubleshooting for an unrelated alarm, the home patient (hp) had taken the heater bag off of the line and replaced it with a bag that had solution. This occurred during use on a homechoice (hc) machine. The technical service representative (tsr) assisted in ending therapy. No adverse event was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The patient had removed a bag and exchanged it for another, which is a use error. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.